Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument moved with unintuitive motion, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the wristed needle driver instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the wristed needle driver instrument moved in the opposite direction. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the wristed needle driver instrument was inspected prior to use with no abnormality. The issue occurred while the surgeon¿s head was inside the surgeon console (sc)¿s high resolution stereo viewer and the surgeon was attempting to manipulate instruments from the sc. The surgeon attempted to move the instrument to the right, but it persistently moved to the left without shakiness/ friction or external collisions. The movements of the surgeon scaled appropriately to the instrument and the timing of instrument movement was appropriate. There was no instrument-to-instrument or system arm-to-arm interference. The drape number was unknown, and it would not be returned. The customer confirmed that no fragment fell inside of the patient. There was no injury to the patient as result of the event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the wristed needle driver instrument moved with unintuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The wristed needle driver instrument was analyzed and found to exhibit unintuitive motion. Visual inspection of the instrument found no issues at the distal end. The instrument passed the recognition and engagement tests. The instrument did not move intuitively with full range of motion in all directions. It moved precisely and proportionally to the master, started, and stopped with master motion, but moved in the wrong direction when placed and driven on an in-house system. The complaint regarding instrument moved with unintuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
The wristed needle driver instrument has been further evaluated by the advanced failure analysis and the initial failure analysis were confirmed. The instrument was placed on an in-house system and confirmed to exhibit unintuitive motion. It was observed that when attempting to execute the roll motion, the wrist moved intuitively but in the opposite direction of the master tool manipulator (mtm) command. When manually manipulating the roll gear, the main tube did not follow the motion. It was observed that the roll gear was broken which caused the motion failures as it is no longer connected to the main tube. A piece of the roll gear measuring 0.0625 inch was found to be missing.

Event description:
Refer to h10/h11 for follow-up information.